Event description:
Additional information received reported that the patient did not have any concerns with her device or therapy.

Event description:
It was reported that the patient experienced a loss of therapeutic effect while stimulation is turned on. The patient stated that for the last couple weeks she has been getting up to use the bathroom every 2 hours during the night, which is why she had the interstim implanted in the first place. She adds that her doctor thinks she may have a bladder infection which may be contributing to the troubles she is experiencing. The patient had an appointment scheduled with her gp the week of (B)(6) 2012 to check for a possible bladder infection. The patient wanted to have her husband switch to a new program as her doctor indicated that she can change the program with her patient programmer to make her more comfortable. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v926979, serial# implanted: (B)(6) 2012, explanted: product type lead product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).